Manufacturer narrative:
Foreign zip code:(B)(4) one (B)(4) fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿after t1 was deployed, the needle couldn't bounced back, resulting in t2 non deployment.¿ t1, t2 and suture were returned separated from the device. The depth limiter, the suture and the anchors are all in good condition and show no damage. The anchors and suture are not tainted, have not been cinched yet and there is no apparent sign of use. There is no twisting or bending of the delivery needles that would hinder deployment or successful anchoring. The delivery needle curve appears undisturbed. This device does not indicate cause for malfunction. No mechanical problem was noted. It cycles and actuates as expected. Several factors influencing successful anchoring include device ability, implant location and tissue condition. It is undetermined which factors contributed to stated complaint. No root cause related to the manufacture of the device was confirmed. Updated.

Event description:
It was reported that during meniscus surgery, after t1 was deployed, the needle couldn't bounced back, resulting in t2 non deployment. T1 was removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries reported.